Event description:
It was reported that this pacemaker system had stored atrial tachy response (atr) episodes due to oversensing of the ventricular signal on the atrial channel. No adverse patient effects were reported. Currently, this pacemaker system remains in service.